Event description:
A report that the patient was explanted because of a staph infection. The patient was placed on antibiotics. The patient's infection has cleared and the patient is reportedly doing fine

Manufacturer narrative:
The explanted devices will not be returned for evaluation.